Event description:
It was reported that the ilet touchscreen was cracked after the user slipped and fell, resulting in a nonfunctional display; blood glucose was reportedly unaffected, the device was synced before shutdown, and the user transitioned to backup therapy. Symptoms included none and no injury from glass. Outcomes included interruption of device use requiring replacement and a return to backup therapy without medical intervention. Investigation included device replacement logistics and plans to evaluate the returned unit. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact, with no device alarms and no effect on glycemic control reported. It was concluded, based on previously established findings for similar reports, that the event resulted from accidental damage to the device¿s screen and was not related to a device malfunction.